Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer questioned thyroid results for 2 patient samples tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The 2 patient samples were submitted for investigation where discrepant results were identified for tsh and ft3 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(4) for information on the ft3 iii results. Refer to attached data titled "patient results" for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e602 module was 341699 with an expiration date of 28-feb-2019. The tsh reagent lot number used with the e411 analyzer was 328081 with an expiration date of 31-dec-2018. The tsh reagent lot number used with the e801 module at the investigation site was 331814 with an expiration date of 31-aug-2019. Calibration and qc at the investigation site were acceptable. The tsh results from the roche analyzers were within the normal reference range of the assay but close to the lowest level. The tsh results from the siemens centaur analyzer were slightly below the normal reference range for the assay. Assays from different manufacturers, in this case siemens, can generate different results. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.